Event description:
It was confirmed that the patient did not turn off her device prior to driving her car. No diagnostics, malfunctions or interventions occurred. The therapy was still effective on her over active bladder.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient felt a shock in her thigh and bladder, which lead to an involuntary reflex of her foot. The reporter stated that when the patient had this foot flexion, she pushed a car accelerator and had a car accident. It was noted that there was no harm or injury. Additional information has been requested but was not available as of the date of this report.